Event description:
The customer reported to vyaire medical that the infant flow sipap configuration ventilator has a defective front panel/lcd (liquid crystal display). The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
(B)(4). The customer confirmed that the device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was informed that the device was a legacy unit and may not be repairable, and the customer confirmed that it was fine and simply requested for an eos letter, which was provided. The customer then confirmed that the device would be scrapped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.